Event description:
The product complaint report shows the customer alleged the audio alarm to be intermittent. The facilities biomedical tech inspected the device and replaced the alarm assembly as a precaution. It is not verified that the audio alarm was intermittent, and no malfunction may have occurred. The customer verified no pt involvement. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.